Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experienced issues with the pump and an alarm stopping insulin delivery. Multiple requests were made by tandem technical support for additional information, the customer did not reply. There was no reported impact to blood glucose.